Event description:
It was reported that the ventilator¿s touchscreen was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. The investigation is ongoing.

Manufacturer narrative:
A user interface (ui) assembly was returned for analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to the damaged user interface display-ui cable connector wire pins.

Manufacturer narrative:
The service provider (sp) inspected the device and found that the units display backlit was on but there was nothing on the screen. The sp replaced the user interface assembly to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Information was received that there was no patient involvement. The unit is pending repair.